Event description:
Patient had initial aaa repair in 2005. A CT scan revealed that there was aortic aneurysm growth of approximately 1 cm in the last six months. Neither the physician nor cook's physician reviewer could identify any endoleaks. The grafts were explanted in 2007.

Manufacturer narrative:
Evaluation: this event is still under investigation.